Manufacturer narrative:
(B)(6).

Event description:
It was reported that a super turbovac 90 with suction was used during ars shoulder, then after surgery it was noticed redness and after a few days it was transferred in center burns. The surgeon used the quantum until the end of its procedure.

Event description:
It was reported that a super turbovac 90 with suction and controller were used during ars shoulder, then after surgery it was noticed redness and after a few days it was transferred in center burns. The surgeon used the same controller until the end of this procedure.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors that could contribute to the reported event includes: failure to attach the recommended suction properly can result in patient injury, use of the lumen as the sole outflow pathway for irrigation and/or inadequate flow and circulation of saline could cause a patient burn.